Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is considered likely to cause or contributed to a serious injury. Device issue: no device malfunction has been reported. It was reported that the rx voyager balloon ruptured below the rated burst pressure (rbp) during the first inflation. Another company's balloon catheter was used to complete the procedure. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing interaction with other devices, patient anatomy, lesion calcification, or lesion tortuosity. It was reported that the lesion was moderately tortuous, mildly calcified, and 90% stenosed, which could have contributed to the balloon rupture. However, without the device to examine, a thorough analysis could not be performed and no determination can be made as the root cause of the balloon rupture.